Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was noticed that the packaging had been infiltrated and was no longer sterile. Both the exterior and interior boxes were found broken upon arrival. The patient was not present at the time of the event. The device will not return as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. A picture provided to this complaint which provided objective evidence that the outside packaging was damaged. However, upon further review of the image, there was no identifiable breach shown in the sterile barrier packaging. The image only showed clear damage to the external packaging (confirming the ar code "tear, rip or hole in device packaging"), but because the device/packaging was not returned for analysis & the image did not provide objective evidence of a breach in the sterile barrier, the ar code "not sterile" was not confirmed.

Event description:
It was reported that during preparation for a procedure, a farawave catheter was selected for use. However, it was noticed that the packaging had been infiltrated and was no longer sterile. Both the exterior and interior boxes were found broken upon arrival. The patient was not present at the time of the event .the device will not return as it was disposed.